Manufacturer narrative:
Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2015; 6947-65 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the right atrial (ra) lead was oversensing and there was noise on the electrograms. The lead was partially extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo.